Manufacturer narrative:
G4: 17feb2020 b4: (B)(6) 2020. Numerous attempts were made to obtain information on the repair of this device, no information is forthcoming this complaint is being closed. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21feb2020. B4: 26feb2020. Per the customer's feedback, no parts were replaced, reseating the data acquisition (da) board resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported that the unit was alarming proximal line disconnect. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The field service engineer (fse) performed troubleshooting with the customer and performed visual inspection, and verified that the internal exhalation port was clear and not plugged. The customer informed the fse, v60 service tool kit is on order. The fse advised the customer to perform pvt once the service tool kit is received and provided the customer with revision k of the service manual. The fse advised the customer it might be the flow sensor is out of specification that caused the malfunction.